Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the metal protrusion could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the cysto-nephro videoscope, there is a sharp edge at the bending rubber. This event occurred during reprocessing. The procedure was diagnostic. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: bending section cover or distal sheath glue, and distal end cover require attention; bending section cover or distal sheath glue peeling/sharp leaking; light guide lens had scratches; insertion tube color code are fading on lines and on logo; light tube had minor scratches; and video connector had light cracks on printed circuit board/customer label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.